Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified red particles in the shell, black particles in the gel, one opening curved on the posterior, underweight and crease folding. A microscopic analysis was performed which identified one opening sharp on the posterior. A dimensional measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is finding of a sharp opening on the posterior assessed as unidentified (tear) opening. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported left side rupture. The device has been explanted.